Manufacturer narrative:
Manufacturing date and expiration date ¿ added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. While there are several potential causes for the reported issues, because review and analysis of available information failed to identify a definitive cause, and because the device was not returned a cause of undeterminable was assigned.

Event description:
It was reported that when the balloon catheter(subject device) was tracked and inflated near left ica (internal carotid artery), the balloon catheter ruptured. The physician replaced it with a new balloon catheter and completed the procedure without clinical consequences to the patient.

Event description:
It was reported that when the balloon catheter(subject device) was tracked and inflated near left ica (internal carotid artery), the balloon catheter ruptured. The physician replaced it with a new balloon catheter and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The returned device was examined and the proximal shaft of the balloon catheter was found to be kinked. No other damage or irregularities were found. During functional testing the balloon was inflated with water and no leaks or issues were observed. The reported event of the balloon catheter ruptured was not confirmed. The device was confirmed to be in good condition prior to use. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the balloon catheter (subject device) was tracked and inflated near left ica (internal carotid artery), the balloon catheter ruptured. The physician replaced it with a new balloon catheter and completed the procedure without clinical consequences to the patient.